Manufacturer narrative:
Conclusion: device investigation, on the received parts, did not reveal any device defect or damage which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. According to the information received the device was explanted due to an extrusion of the electrode lead into the external ear canal. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
Information was received that the user was re-implanted due the extrusion of the active electrode into the external auditory canal. It was stated in the device explant report that all electrodes were found out the cochlea and that the device or a malfunction of it did not cause or contribute to the explantation. Despite requested, no additional information could be retrieved.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the user was re-implanted due the extrusion of the active electrode into the external auditory canal.